Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The additional information indicates a calculation error. (B)(4).

Event description:
Additional information was provided initially that the replacement iol was 6d different than the original iol.

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient did not like the vision. The vision wasn't right after the implant. The lens was exchanged in a secondary procedure. The clinical reason reported for the explant is that the patient had previous radial keratotomy. Additional information was requested.